Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): no infusion. Easypump infuser 100 ml 2 days did not run or delivered. Within one month 12 devices concerned, despite of the recommended for filling.